Event description:
The device was returned to the manufacturer for repair of damage after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the upper and lower cases were broken. It was also noted that both bail covers were broken, the ring and ring cover were missing, the ring cover screw was missing, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched, and the display was out of electrical specification with missing pixel segments.